Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing resulting in pacing inhibition in a pacer-dependent patient. Attempts to recreate the oversensing with pocket manipulation were unsuccessful. The device sensitivity was programmed to least. The physician did a save to disk and returned it for analysis.